Event description:
A patient in the intensive care unit was undergoing crrt on a prismaflex machine (unknown serial number) with a prismaflex m-100 filter set. The machine had been running for a short time when it generated the "access pressure extremely negative" alarm. Treatment was stopped; while returning the blood the "access pressure extremely negative" alarm generated and the dialysate tube on the m-100 filter popped off exposing the nurse to blood. There was an approximate blood loss of 150 ml to the patient. The patient was transfused with a unit of blood. The patient's medical condition was not provided and it is not known if the blood transfusion was a result of the minor blood loss to the patient.

Manufacturer narrative:
The m-100 set involved in this incident was not returned to the manufacturer. On 656, 667 units of prismaflex sets manufactured since the launch of the product, this is the first report of a blood loss due to a disconnection of the dialysate line. A simulated patient treatment was performed with a m-100 set from the same lot number, under normal conditions, the reported condition could not be duplicated. The presence of blood in the dialysate line cannot occur in normal conditions of use. The machine is turned off during manual blood return; if a clamp on the return line was clamped, high pressure in the blood circuit could result in blood entering the dialysate line. Gambro does not regard the submittal of this report as admission of liability.